Manufacturer narrative:
Correction: disregard file (after further review the file is revised to non-reportable malfunction).

Event description:
It was reported that the device had software issues. The customer stated the "alaris pump isn't giving mode selections." Although requested, further information was not provided at this time.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the device had software issues. The customer stated the "alaris pump isn't giving mode selections." Although requested, further information was not provided at this time.